Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 449 mg/dl this morning. The patient believed that there was air in the tubing that caused the hyperglycemia. Troubleshooting for the insulin pump was declined. The insulin pump was not returned for analysis.